Event description:
It was reported that during equipment testing conducted at the user facility the device was smoking. No pt involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
Additional information will be submitted once the quality investigation is completed, if additional information is received and requires reporting.